Manufacturer narrative:
Covidien/medtronic reference number: (B)(4).

Event description:
The customer reported that prior to use, the inlet of the pilot balloon had deformed. There was no patient involvement.

Manufacturer narrative:
(B)(4). One sample was received for analysis and the reported failure of the deformed/damaged pilot valve was verified. Stress marks were observed on the pilot valve and the damage was of a magnitude that had it occurred during manufacturing the guidelines and controls are effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process.